Manufacturer narrative:
No product will be returned per customer. The customer declined to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported leaking at the connection of two IV sets during an unspecified infusion without further details. Although requested, additional information has not been provided; there is no report of patient harm.